Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to login to the station. A technical support specialist verified that users, both assigned the registered nurse (rn) job title and nurse role under the facility, had the count inventory permission enabled; confirmed that the nurse role had access only to controlled items while other security groups remained unassigned. The customer confirmed the issue with inventory count access for user was resolved, both users successfully accessed pyxis, and the case was closed. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, nurses were unable to log in to the station. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.